Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2023-01068. It was reported that patient experienced ineffective therapy. As a result, surgical intervention was undertaken wherein the entire thoracic system was explanted to address the issue.